Event description:
The event is reported as: heated wire began to melt through the plastic wall of the circuit. No pt injury reported.

Manufacturer narrative:
Sample has been requested, but not received at the time of this report. Investigation is incomplete at the time of this report. A follow up report will be sent when completed.